Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated at the service center. The reported complaint that the pump had low pressure, was unable to be confirmed. No failures were found with the device upon evaluation. The device was tested and found to be working according to specifications. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6) ], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a hip procedure on (B)(6) 2020, it was observed that the pump started reducing pressure. It went down to one and spinning as if it out of water but it kept going. It was reported that the fill chamber did not move that it just spun. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.